Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who evaluated and repaired the device. On 13 november 2018, it was reported from monash medical centre clayton that a dermatome was not cutting properly and was shredding skin. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the dermatome at zimmer australia on 13 november 2018 noted that the depth bar appeared to have been loose. The device was sent to zimmer taiwan for further evaluation and repair. Evaluation of the device at zimmer taiwan occurred on 30 november 2018 and found that the dermatome was out of side to side calibration at all four settings. Upon further evaluation, it was noted that the motor ran on the low end of motor speed specifications, the control bar was flush with the master blade when checked, and that the motor, multiple bearings, o-ring, reciprocating arm, external e-ring, and width plate screws were defective. Repair of the device on 3 december 2018 involved replacing the motor, multiple bearings, o-ring, reciprocating arm, external e-ring, and width plate screws. The technician then recalibrated the dermatome and verified that the device was functioning as intended. The dermatome was then returned to the customer without further incident. The device was tested, inspected, and repaired per (B)(4). Reference number (B)(4) on 13 november 2018. While the service technician found that the device was out of calibration which would cause the dermatome to not cut properly and possibly shred the grafts that would be cut, it cannot be determined from the information provided as to what caused the loss of calibration. Therefore, a specific root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome is not cutting the skin straight and the harvested skin was shredded. Additional skin has to be taken out from patient. There was minimal delay of 0-15 minutes. No additional adverse events were reported as a result of this malfunction.